Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted patient outcome: f26: no health consequences or impact. Event description: ecn event description: physician ablated lspv, then made comment the wire felt sticky and hard to maneuver to lipv. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? We removed catheter from body and re prepped with a new wire. Still felt odd and sticky. New catheter selected and problem no longer persisted. What is the next course of action? New catheter patient present at time of event? Yes, patient complications: no patient complications procedure number: pn-2905349. Event date: 2025-11-6. As reported device codes: 1274: difficult to advance as reported patient codes: 9398: no clinical signs, symptoms or conditions procedure date: (B)(6) 2025.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted patient outcome: f26: no health consequences or impact. Event description: ecn event description: physician ablated lspv, then made comment the wire felt sticky and hard to maneuver to lipv. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? We removed catheter from body and re prepped with a new wire. Still felt odd and sticky. New catheter selected and problem no longer persisted. What is the next course of action? New catheter patient present at time of event? Yes, patient complications: no patient complications procedure number: pn: 2905349. Event date: 2025-11-6. As reported device codes: 1274: difficult to advance. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: on (B)(6) 2025.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) warnings section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.